Manufacturer narrative:
A device history records review was not conducted since there was no reported lot # and a shipping history review was not performed since item # is unknown. The recent angiodynamics complaint report was reviewed for the exodus drainage catheter product family and the failure mode, "un-retrieved device fragment." No adverse trend was identified. Without receiving product for evaluation, it is not possible to determine if the device met manufacturing specification. The end user hospital physician suggested that " a fibrous reaction given the high inflammatory response associated with he patient's condition," may have contributed to the difficulty in removing the catheter, which resulted in the suture snapping/fracturing. The exodus drainage catheter directions for use (dfu) that is supplied in the reported kit contains the following statements: "indications for use / intended use: multipurpose drainage catheters are intended for percutaneous drainage of fluid or air from the chest, abdomen and pelvis. Warnings: do not use catheter for gastrostomy procedures/feeding tube. Exposure to gastric juices may damage the catheter. Instructions for use: note: where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post-placement." (B)(4).

Event description:
(B)(6)-year old female received a 12f exodus array multipurpose drainage catheter for pleural effusion. This was a portoaxillary line. Patient has history of drug use. Exact part & lot number unknown. Distance from skin surface to target estimated at 5-7cm. The 3cc of tpa with 10cc of water were injected 3 days / week then removed after 30 minutes. Drain was removed (B)(6) 2018. Physician cut off the hub. When pulling drain out, physician noted the "tube was stuck." The drain was "hard to remove." Physician suspected a fibrous reaction given the high inflammatory response associated with patient's condition. After removing the drain, the monofilament (suture) remained within tract. Physician pulled suture then it "snapped." It's suspected that 4-5cm of suture remains in tract. Physician made decision to leave in and observe patient one extra day. Drain was discarded. As of the afternoon on (B)(6), no adverse reaction has taken place. The dermatotome has closed; there is no suture outside the skin surface. Patient is on antibiotics as part of treatment for original condition.